Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a neurosurgeon that a vns pt underwent surgery for generator replacement due to eos. At the surgery, the surgeon implanted the new generator; however, he received high impedance. He also reported that he visualized fluids in the lead of vns system. The neurosurgeon chose not to proceed since pt's opinion was needed; however, the new vns generator was turned off. It is unk at this time if pt will have surgery in the future. The review of programming history showed that high impedance had occurred (B)(6) 2007, but the pt was not referred for revision until recently. The treating neurologist's nurse was not aware of high impedance issue and manufacturer provided training to her. She stated that no manipulation or trauma had occurred and pt was not referred for x-ray.